Event description:
The first electrode broke down during surgery ( cuff ) and they had to use a 2nd one to be able to continue the operation. No delay. The tip is still in the patient. Will be operated in two weeks. Due to pain but also due to mental stress for the patient.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch review was not conducted as the batch number is unknown. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The first electrode broke down during surgery ( cuff ) and they had to use a 2nd one to be able to continue the operation. No delay. The tip is still in the patient. Will be operated in two weeks. Due to pain but also due to mental stress for the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.